Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the inlet was found to have foreign material under the clear cap of the syringe inlet tubing. Based on the photograph, the foreign material appears to be hair or thread, however his cannot be determined from the photograph review. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had foreign material under the clear cap of the syringe inlet tubing. This was found before use. There was no patient involvement. No additional information is available.